Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 03/22/2016 to report that they experienced no audio output from the receiver and a hypoglycemic event on (B)(6) 2016. The patient experienced a low of 29mg/dl because the receiver did not beep. The patient was not responsive and the patient's wife called emergency medical services (ems). The paramedics gave the patient an IV of a glucose solution and left when he stabilized at 80mg/dl. At the time of contact, the patient was fine. Additionally, the patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided. The complaint device was returned for evaluation. The device passed external visual inspection. The device failed the manual sound test (55 fixed low), as no sound was heard from the receiver. The customer complaint was confirmed. The root cause was determined to be defective speaker assembly.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.